Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility regarding the reported event via telephone and in writing but with no result. The root cause for the patient¿s outcome cannot be determined.

Event description:
Olympus was informed that during a diagnostic bronchoscopy procedure, the physician observed the black piece from the biopsy valve inside the patient's lung, while introducing a brush (model: unk). It was reported that when the patient coughed, the black piece disappeared and was not retrieved. There was no patient injury reported.